Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during a patient event. There was no patient harm associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6). Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The reported issue could therefore not be verified or duplicated and the cause of the reported issue could not be determined. Section a4 of supplemental medwatch report 001 indicates: 70. Section a4 of supplemental medwatch report 001 should indicate: 90.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy during a patient event. There was no patient harm associated with the reported event.